Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2024 , the patient stated the cgm was displaying 250 mg/dl while they were feeling sick and vomiting. The patient though he had the flu. A bg was not taken while the cgm was displaying 250 mg/dl. The patient stated that the insulin pump was nor providing him with enough insulin. The patient went to the hospital and at the hospital, their bg was 962 mg/dl while the cgm was still displaying 250 mg/dl. The patient¿s kidney¿s were reportedly shutting down and he was in diabetic ketoacidosis and had a heart attack. The patient was admitted to the intensive care unit for 4 or 5 days. The patient could not remember information on what treatment they received while in ICU. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid when patient was in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
((B)(4). H6: health effect - clinical code - e0612 ischemic heart disease. Diabetes mellitus is a known cause of diabetic ketoacidosis.